Manufacturer narrative:
The sensor was investigated, and though the issue was not confirmed during in-vitro testing (sensor post graft electrical test (qc), and microscope check for delamination), the review of the dms' in-vivo data confirmed the chemistry failure with error code #1. The investigation shows the system correctly disabled the sensor due to performance failure when the modulation was very low; but the cause of the low modulation is unclear, as it's neither caused by oxidation of the hydrogel, nor by an insufficiently hydrated hydrogel, and neither delamination. The system's self-test functions are working normally. As part of resolution, the RMA was authorized to offer the user a sensor replacement. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 174 h6. Investigation conclusions updated to 4315

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 12th 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.